Manufacturer narrative:
Pump received with cracked and bleeding lcd. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to cracked bleeding lcd.

Event description:
The customer reported via phone call that insulin pump damage. The customer's blood glucose value was unknown. The belt clip broke off and also the pump was cracked. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.